Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow up. Upon interrogation, it was noted that the pulse generator exhibited backup vvi operation. The device was explanted and replaced at a later unknown date.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.